Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor and sensor glucose vs. Blood glucose. The customer reported hyperglycemia which was treated with insulin pump. Customer also reported blood at insertion site. During troubleshooting, it was determined that the sensor had been in use for more than 4 days. The customer¿s sensor glucose value was 50 mg/dl while blood glucose value was 340 mg/dl. The event involved product(s) mmt-1884, mmt-7040a. No further patient complications were reported. No product return is required for mmt-1884, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This report is being submitted as part of a retrospective review per CAPA 686868. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.